Manufacturer narrative:
The user facility¿s biomedical engineer (biomed) installed the new latch and performed the repairs which resolved the reported issue. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was confirmed. The product surveillance technician (pst) observed the latch was broken at flexible joint of the ultrasonic air sensor (uas). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). After the case, the user facility¿s biomedical engineer (biomed) removed the uas from service and is ordering a new latch for replacement. The biomed stated the latch is broken at the hinge swivel point, where the locking lever meets the base flange. The biomed will return the parts to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) latch was broken. The device was not changed out, as they secured the latch and used for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.